Manufacturer narrative:
B4:24may2021. The respiratory therapy manager reported that the ventilator was in clinical use at the time the loud ventilator noise was discovered. There was no patient or user harm reported. There was no delay in the patient's care, and no medical intervention was required.

Manufacturer narrative:
C53269 - insufficient information.

Event description:
The biomed reported that the ventilator gave loud noise during ventilation. It is unknown if the device was in clinical use. The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported that they ordered and replaced the blower. The device was reported to have been repaired and returned to service. No other anomalies were reported.